Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, it was discovered screw head damaged (hexagon socket) along with plate. The surgeon decided to leave both screw and plate in patient, and where a revisions surgery (date unknown) is to be performed to remove implants. It was also reported patient does not experience any pain. No further information available. This report is for a 1/3-tub-pl 3.5 10ho l124 ti. This is 1 of 2 devices for this event reported on (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.